Manufacturer narrative:
(B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 15-oct-2020, and inspection of the unit was performed under service order 3129399 where the quality control inspector documented the following codes on (B)(6) 2020: distal cap - fixed type failed epoxy seal integrity inspection, accessory stuck in primary operation channel, biopsy inlet t-piece stuck accessory at aft tube, passed dry leak test, prism scratched, passed wet leak test, distal cap/ case cracked, image mild spot, fluid invasion not observed in control body, fluid invasion not observed in pve connector, prism glass glue missing. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, objective prism assy, o-ring (0.5x1.3) imp-1. Pentax model ed-3490tk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 31-may-2017. The video duodenoscope is awaiting repair and approved by final qc as of 24-nov-2020.